Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2367, which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. The patient stated they could not clear the se so they disconnected and turned the hc off. The baxter technical service representative (tsr) had the patient turn the hc back on and down arrow to the alarm log. The log showed a se 2240 (air in set) occurred prior to the se 2367. The tsr reviewed proper procedures per the user manual with the patient. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated that the next day when they started over with new supplies, they were able to resume therapy successfully. The patient stated they did not notice any visible damage or abnormalities with the supplies in use and did not know how air might have got into the lines. The patient spoke with their nurse about the alarm and has been continuing therapy successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter?s investigation, the root cause of the report was not determined. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).